Event description:
(B)(4) clinical trial. It was reported that following a stenting treatment procedure, restenosis occurred. In (B)(6) 2009, the target lesion was located in the 1st om with 70% stenosis, a length of 24 mm and reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent with 0% residual stenosis. The subject was discharged one day post procedure on aspirin and clopidogrel. In (B)(6) 2010, there was a diffuse 90% stenosis of 1st om and the treatment for the same is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).